Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer was reported that the door four was not showing as closed. The manual recovery attempts failed, latch was replaced, grease applied, and functionality was restored after testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had jammed drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.